Event description:
On (B)(6) 2014, the patient contacted animas, alleging that the pump powered off while patient was wearing it in the water. Patient stated that both the battery and cartridge compartments were dry while the display screen appeared to be waterlogged. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the pump casing was cracked and a leak test showed the pump was leaking where the crack is located. There was evidence of moisture intrusion behind the display lens as well as in the pump interior. The pump failed to power on and the investigation was unable to complete the remaining testing.